Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip jumping, and clip opening during efaa requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced the mitral valve and the leaflets grasped. It was noted the cds was curved around 100 degrees. While establishing final arm angle (efaa) it was noted the clip jumped open. The clip was opened and the leaflets regrasped however again the clip jumped open after efaa. A third efaa was attempted successfully. After removal of the lock line, efaa was tested again and the clip jumped open to 20 degrees. A strong eccentric jet was noted medial to the implanted clip and a leaflet tear was suspected. A second clip was implanted lateral to stabilize the first clip and a vascular plug placed to close the eccentric jet medial to the first clip, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, reported clip open efaa, clip open while locked and clip jumpiness issue were due to reported user error of curving cds more than 90 degrees. It should be noted that per the instruction for use (IFU) of the mitraclip g4 system, it states: do not deflect the sleeve tip more than 90 degree as device damage may occur. Use of damaged product may result in cardiac injury. As in this case, it was reported that cds was curved around 100 degrees and that contributed into reported clip open efaa, clip open locked and clip jumpiness issue. A cause for the reported tissue damage could not be determined. Additionally, the reported patient effect of tissue damage is listed in the IFU and is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.